Event description:
The pt reportedly experienced fluctuations in volume during use of the implanted device. Testing showed that the patient's device is functioning. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. The center and patient will discuss device revision surgery.